Event description:
It was reported that during an arthroscopic knee procedure using the ambient super multivac 50 ifs, the electrode tip dissolved after 45 minutes of activation. The surgeon did an x-ray of the surgical site and is confident that no debris was left inside the pt. There were no significant delays or pt complications reported as a result of this event.